Event description:
Caller reported an issue with the pump's touchscreen responsiveness, stating that it took longer than expected or required several taps to respond. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the pump prioritizes high-priority tasks, which can delay responses to lower-priority tasks, and provided best practice tips for using the touchscreen. The caller understood and acknowledged this explanation.